Manufacturer narrative:
(B)(4). Evaluation, results: patient's condition affected effectiveness of device (anatomy related; small distal aorta); unapproved use of device (proximal neck diameter is less than 19mm). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; small distal aorta) 24 off ¿label, unapproved or contraindicated use (proximal neck diameter is less than 19mm).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 48 by 53 mm in diameter abdominal aortic aneurysm. The proximal neck was 18 mm in diameter and 27 mm in length. The left and right common iliac arteries were 8 mm in diameter. The right and left external iliac arteries measured 5 mm in diameter. Thrombus and calcification were present in the left common iliac artery and the terminal aorta was approximately 15-16 mm in diameter. It was reported that 10 days after implant, a follow up scan observed that the contralateral limb was compressed. During the initial implant, no pta was done and the physician did not implant a bare metal stent. The physician commented that since the terminal aorta is narrow, there was a high possibility that the contralateral limb would be compressed by the ipsilateral limb. An intervention was performed two day later however, the results are unknown. No clinical sequelae were reported and the patient is fine.